Manufacturer narrative:
Unknown manufacturer, bd corporate facility used. Unknown manufacturing site, bd corporate facility used. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific catalog or lot number associated with this complaint. Therefore, a review of the manufacturing records could not be conducted. Investigation conclusion: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific catalog or lot number associated with this complaint. Therefore, a review of the manufacturing records could not be conducted. Root cause description: as bd life sciences - preanalytical systems had not received any sample, photo, catalog number, and/or lot number from the customer facility for evaluation, an investigation could not be performed as no information was available for review. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
While using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes, it was reported that the customer was receiving falsely elevated oxygen levels.